Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The post- accelerated stress test (ast) 2-hour 15 min 8500 ml simulated treatment was performed and completed without alarms or failures. The cycler was powered off / on during the treatment. A power fail recovery alarm occurred when the cycler was powered back on. The power fail recovery was successful, and the treatment resumed. They cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. There were visual indications of dried fluid found on the baseplate near the front panel assembly during an internal inspection of the cycler. The cause of the observed dried fluid could not be determined. The motor a bonnet was also found to be damaged during the inspection. A DHR review found that the fluid leak box had been checked on the cycler identifying, disinfecting and disposition form on 06/15/2018. Mushroom head check passed (06/15/2018). In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during their pd treatment. The patient reported receiving drain line is blocked and power fail recovery alarm during drain 2 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however, to date not provided.